Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer has been experiencing high blood glucose. The customer's blood glucose ranged from 230mg/dl-560mg/dl. The customer has treated manual injection. The customer was advised to change entire set, reservoir, insulin and treat per health care provider instructions.